Manufacturer narrative:
B2 date of death and d6b explant was erroneously entered on the manufacturer device report.

Manufacturer narrative:
Additional information received regarding the patient outcome of death: b1, b2, b5, h1 and h6 updated based on the information received from the clinical site. The exact date of death is unknown but has been captured as the date of explant. If additional information becomes known, a supplemental report will be submitted. Correction d4 UDI information was inadvertently omitted on the initial manufacturer device report.

Event description:
Clinical rationale: an impella 5.5 device was inserted via a direct surgical approach in a 61-year-old male patient undergoing elective placement, scai shock stage e, with a history of known coronary artery disease (cad). Approximately three hours after therapy initiation and during a surgical procedure with central va-ECMO support in place, the impella briefly stopped for two seconds. The alarm history showed ¿impella stopped. High motor current,¿ which self-resolved within two seconds through aic correction. There was no impact on the patient¿s hemodynamics. After discussion with csc and the clinical team, and given the patient¿s stability on ECMO, the decision was made not to replace the pump and instead continue to monitor motor current and purge parameters. The patient had undergone vsd surgical closure with no residual vsd at the time of the event. The brief pump stop occurred during surgical preparation for ECMO cannulation. The patient later expired while on support. The reported events include temporary pump stop and death. The death is conservatively being reported to the impella cp, however, the device is unlikely to have contributed to the patient¿s death, which was most likely related to the underlying critical clinical condition as the patient presented in scai stage e shock.

Manufacturer narrative:
D6b explant date updated. Correction: e4.

Manufacturer narrative:
D9 updated. The investigation is still ongoing.

Event description:
The user facility reported an impella 5.5 in a 61 year old male patient for support during a high risk cardiac procedure. During support, the impella stopped for 2 seconds right about 3 hours after therapy started, during procedure (surgical treatment), with ECMO va centrally in place. In the alarm history showed "impella stopped. High motor current" visible and solved by the aic itself, in 2 seconds. There was no impact to the patient.a decision was made to continue to monitor motor current and purge flow due to patient stability and ECMO in place. The patient remains on support.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Corrected information provided in e1. The report. The geographic location was updated to (B)(6) to align with the country of primary implant.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Additional information has been provided in d9 and h3. The cause of temporary pump stop was not determined since no data logs were returned for investigation.